Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed an abnormality within the cell voltage plot due to a cell pair depleting at a faster rate than the other cell pairs, which would result in the battery depleting at a faster rate than expected. Additionally, (B)(6) was not estimating the capacity accurately. Testing revealed that the capacity of the battery was lower than expected. The observed lower battery capacity and anomalies in the cell plot are additional findings not related to the reported event. The most likely root cause of the observed lower battery capacity and cell plot anomalies can be attributed to the gradual aging of the battery. CAPA pr00619107 is investigating this issue. An internal inspection of the returned batteries did not reveal any anomalies. Log file analysis could not be performed since log files were not available. It is likely the observed battery not estimating capacity accurately involving (B)(6) contributed to the reported event. As a result, the reported event involving (B)(6) was confirmed. The reported event involving (B)(6) was not confirmed. Based on the available information, the most likely root cause of the reported event involving (B)(6) can be attributed to an estimation error. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 09-sep-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: (B)(6) 2022/ serial or lot#: (B)(6) UDI #:(B)(4) d9: no h4: mfg date: 24-mar-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both batteries were "totally charged after 6 hours of usage". The batteries were removed from service. No patient complications have been reported as a result of this event.